Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio delivery system. During deployment, the left atrial disc was observed to take on a cobra-type configuration, and the device was subsequently removed without being released from the delivery cable. The procedure then continued with the selection and placement of an 11 mm amplatzer septal occluder. During transesophageal echocardiographic assessment, the device appeared oversized. When an attempt was made to recapture the device, it could not be fully withdrawn into the 7 f amplatzer trevisio delivery system. The decision was made to release the device and monitor the patient closely. The patient remained stable throughout the procedure, and no adverse consequences were reported.